Manufacturer narrative:
Analysis was normal. No anomalies were found. The device was above eri when received.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the pacemaker dependent patient's implantable cardioverter defibrillator was electively removed and replaced due to it's advisory status. The patient was stable throughout.